Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
The osseotite® certain® 2 implant 5 x 15mm (xifoss515) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported implant was located on tooth #29 site and remains implanted. The reported event could not be recreated due to the nature of the dental device and event (damaged). The customer has not provided additional pictures or x-ray images of the product. DHR review: DHR review was completed for the subject lot numbers 2016030747. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (2016030747) for similar event and no other complaint was identified utilizing keyword(s) damage. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (damaged threads) or product (xifoss515) therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when the doctor was placing the implant it got stuck 2/3 of the way down. The doctor attempted to seat it further with no resolve and after attempting to remove the implant and being unsuccessful he cut off the top of the implant and bury it. New implant was placed at an adjacent site. Tooth #29.